Event description:
It was reported by the pt that on (B)(6) 2005, he underwent right bipolar arthroplasty. He further alleges that he has been consulting with several doctors and was told that he needs a revision.

Manufacturer narrative:
The info in this report was provided by stryker orthopaedics legal affairs department. No additional info is available at this time. The device is not available due to the ongoing litigation. Should device or additional info become available, the evaluation summary will be submitted in a supplemental report. The unknown bipolar was also listed in this report. It cannot be determined which, if any of the reported devices may have caused or contributed to the pt's revision.